Event description:
The end user alleges they were driving their scooter when they let go of the throttle the scooter kept going causing them to run into a curb. The end user sustained multiple contusions and a concussion.